Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use a bd ultra-fine ii¿ (short) self-contained insulin syringe was found with package integrity as ¿the needle was found poking through the orange cap and through the bag.¿ this malfunction resulted in the customer receiving a clean needle stick injury. There is no report of medical intervention needed.

Manufacturer narrative:
Investigation results: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 4041265. All inspections and challenges were performed per the applicable operations qc specifications. Severity: s_2__; occurrence: a complaint history check was performed and the 1st related complaint for needle through shield and the 1st related complaint for needle stick on lot # 4041265. Syringe assembly ¿ there was (1) batch of material# 8364967 (syringe 0.5ml asm 30ga 8mm tw sm700164sc) that went into the finished batch# 4041265. Batch# 4091392; date(s) of manufacture: 03apr2014 thru 09apr2014; machine(s) manufactured on: ju, ja, ju. Needle assembly ¿ there were five (5) batches of material# 8007278 (needle sf asm 30ga 8mm tw orange) that went into the finished batch# 4041265. Batch# 4094099; date(s) of manufacture: 06apr2014 thru 08apr2014; machine(s) manufactured on: needle line 10. Batch# 4094098; date(s) of manufacture: 05apr2014 thru 06apr2014; machine(s) manufactured on: needle line 10. Batch# 4090030; date(s) of manufacture: 03apr2014 thru 05apr2014; machine(s) manufactured on: needle line 10. Batch# 4084380; date(s) of manufacture: 27mar2014 thru 28mar2014; machine(s) manufactured on: needle line 7. Batch# 4086323; date(s) of manufacture: 29mar2014 thru 29mar2014; machine(s) manufactured on: needle line 6. DHR review shows there were three (3) notifications [128273, 128281, 128307] noted that did not pertain to the complaint. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Investigation summary level a investigation: - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: a complaint history check was performed and this is the 1st related complaint for needle through shield and the 1st related complaint for needle stick on lot # 4041265. Investigation summary: customer returned (10) 1/2cc, 8mm, 30g syringes in a sealed poly bag from lot # 4041265. Customer states that the needle was poking through orange cap and through bag and poked the customer. The returned poly bag was examined and exhibited one syringe with the cannula through the shield, exposing the cannula. This condition could cause a needle stick. See attached photo. Samples will be forwarded to manufacturing (holdrege) on 29jun2018 for further review. A review of the device history record was completed for batch# 4041265. All inspections and challenges were performed per the applicable operations qc specifications. There were three (3) notifications [(B)(4)] noted that did not pertain to the complaint. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no CAPA is required at this time investigation conclusion based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description possible root causes for needle through shield include: manufacturing process: needle was bent during the shielding process and was not detected at the point inspect machine, where an electrical current is passed over the shield and ejects parts where an arc is detected. Additionally, needle through shield would have had to pass through undetected by the camera system utilized on the production line. Both systems are challenged at regular intervals during production.